Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2013, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system was implanted into the patient during an anterior repair with tvt procedure performed on (B)(6) 2013 to treat prolapse, incontinence and cystocoele. As reported by the patient's attorney, after the implantation, the patient had "defect" at the vaginal vault where additional support was required to pull up both anterior and posterior walls. Subsequently, the patient underwent a small to moderate anterior and posterior repair and one additional sacrospinous hitch suture. Suprapubic catheter was inserted. The patient was progressing well in the early post-operative phase. The patient was also implanted with a non-bsc device on (B)(6). Boston scientific has been unable to obtain additional information regarding the event to date.